Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump stopped and read volume infused 111, and volume remaining=0 but the medical bag was still full. No patient injury reported.